Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were found removed/broken. The investigation found the right plunger case was damaged. The pump event history showed a an acu watchdog and primary audible alarm post errors in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during start-up, flow and occlusion tests. The root cause of the reported issue was unable to be determined. The technician replaced the speaker as a preventative measure. Calibrate and perform all functional test and passed.

Event description:
It was reported that a bad interconnect board software version 1.6.1 was observed. No patient injury was reported.